Event description:
A malfunction alarm occurred, but there was no adverse impact on the customer's blood glucose level. The customer had not reported or reset the pump for this malfunction within the last 24 hours, so technical support provided information on how to reset the pump and assisted in the reset procedure. After the reset, the malfunction code did not recur, and the customer was advised that they could continue using the pump and to contact support if the issue recurred.